Event description:
While placing a femoral arterial line in the patient's left groin, the physician attempted to remove the guidewire but was met with resistance. Upon continuing to remove the wire, it did come out but the physician noticed not all of the wire was removed. An x-ray was obtained of the left groin and entire left leg. It showed a retained wire in the left groin but none had migrated down the left leg. A surgical incision was made in the left groin and the wire remnant was found to be in a knot in the subcutaneous tissue. The wire was removed and the incision closed. This was all done while the patient was in the or for an open heart procedure. There was no permanent harm to patient. It could have been the patient's anatomy which contributed to the wire unraveling and becoming knotted or a manufacturer defect.